Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms have occurred since the customer started pump therapy 3 weeks ago. The customers blood glucose (bg) level was reported to be 200 mg/dl. The customer stated that when the occlusion alarms occurred the infusion set would be changed to resolve the issue and manual injections would be taken to stabilize bg level. As the occlusion alarms occurred prior to contacting tandem technical support and the customer had changed out the infusion set, troubleshooting to determine a possible cause of the occlusions was unable to be performed.